Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm volbella® xc in the lips and experienced ¿mild swelling and ulceration in the left lower lip approximately 8 days post injection.¿ there was no bruising and the healthcare professional noted no blanching during injection. No further information has been provided.